Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular (rv) lead microperforation was observed after the lead implant procedure. It was noted that upon closing the surgical wound, the patient developed ventricular fibrillation (vf) and required electrical cardioversion. The lead was then repositioned successfully on (B)(6) 2019. The patient¿s condition was stable after the procedure.